Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, one of the apathetics was damaged since it had a fissure. It was implanted, but the doctor feared that this fissure could damage the capsular bag and he made the report for quality control and in case when he checks the patient he notices something abnormal, he will choose to replace the lens. Additional information was received stating there was inflammation and displacement of the lens in the capsular bag, if in a week the lens is not centered in the bag, the doctor will explant it to place another one. It was extracapsular surgery, it was implanted without a cartridge. The lens is remains implanted in the patient's eye. Patient's symptoms were continuing.

Manufacturer narrative:
Information was provided that the lens was implanted without using a cartridge. It is unclear how the haptic became damaged. File will be reopened if new information is received.